Event description:
It was reported that the device was stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for use in a right lower limb angioplasty and atherectomy procedure to treat a chronic total occlusion. The jetstream xc atherectomy catheter was used for approximately four minutes when it could no longer be advanced or used in rex mode. Multiple attempts were made to advance or retract before pulling the non-boston scientific guidewire together with the catheter as one system. The procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a jetstream atherectomy catheter with an unknown 0.014 inch guidewire stuck inside the device. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages or irregularities. Product analysis confirmed stuck on guidewire.

Event description:
It was reported that the device was stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for use in a right lower limb angioplasty and atherectomy procedure to treat a chronic total occlusion. The jetstream xc atherectomy catheter was used for approximately four minutes when it could no longer be advanced or used in rex mode. Multiple attempts were made to advance or retract before pulling the non-boston scientific guidewire together with the catheter as one system. The procedure was successfully completed. No patient complications were reported.